Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the session records noted decreased r-wave amplitude and high capture thresholds. Also it was noted that the ICD aborted multiple hv charges due to t-wave oversensing.